Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presently remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited low impedance. The patient presented in clinic and upon interrogation, loss of capture and low impedance measurements were noted when the patient pushed herself up in the chair. Programming changes were initially made before the lead was capped and replaced on (B)(6) 2020 without complications. The patient was stable and asymptomatic.